Event description:
False negative result (s). These tests gave 4 false-negative results. They are unreliable for such an important screening.

Event description:
False positive result (s). I took 3 flow flex covid antigen tests in the white box. All tested faintly positive. Subsequently I had a pcr(polymerase chain reaction) and 3 negative rapid tests at a nyc testing center. No symptoms and do not have covid. Planned to visit elderly mother so tested as a precaution. MDR (mw5114037).

Manufacturer narrative:
Final product manufacture and qc record for cov1120113 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1120113 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. (Please see the attachment) in this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.